Event description:
Device was returned for repair only. Upon receipt it was noted that the upper jaw was broken free from the device and missing. A contact with hosp revealed device had broken during use in surgery. Piece was retrieved with no pt injury resulting.